Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motion sensor test failure alarm. Customer's blood glucose was 150 mg/dl and was 400 mg/dl at the time of call. Customer reported that insulin pump was not able to rewind during displacement test. After troubleshooting, customer was advised that insulin pump would need to be replaced.